Event description:
Discordant free thyroxine (ft4) results were obtained with a patient sample on an advia centaur xp analyzer. The initial high result was released to the physician, who questioned the result due to the patient's clinical picture. The laboratory repeated the ft4 testing on the same analyzer, and the repeat results did not agree. The customer also repeated the testing on the advia centaur xp analyzer after service had been performed on the system. The post-service result was reported to the physician. There were no known reports of patient treatment being altered, or delayed due to the discordant ft4 results. There were no known reports of adverse health consequences due to the discordant ft4 results.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the site for instrument evaluation. After evaluating the instrument, the fse found a crack in the acid tubing and replaced the acid tubing and the acid pump. The fse also ran qc material and a precision test. The results for both were acceptable. The fse concluded that the cause of the discordant ft4 results was due to the crack in the acid tubing, which caused the acid tubing to leak. The instrument is performing according to specifications. No further evaluation of the system is required.